Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "undetermined malfunction" was confirmed during device evaluation as failure 94. The root cause was determined to be a damaged battery. The battery was replaced to correct the reported condition.

Event description:
It was reported to baxter mexico that a flogard infusion pump had an "undetermined malfunction." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4).